Event description:
Customer received results of 17.5 mmol/l, 7.7 mmol/l, 14.8 mmol/l, 10.3 mmol/l and 15.6 mmol/l on the mobile system. A result of 7.0 mmol/l was obtained on the compact plus system. All results were obtained within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278153, expiration date 10/31/2013). (B)(6).